Event description:
Critical pt's condition deteriorated and he arrested. Resuscitation was attempted, and defibrillation was attempted. Device failed to charge up and could not be used to defibrillate pt. A replacement defibrillator was brought within 4 minutes. Pt did expire, but investigation led rptr to conclude that pt would have died regardless of the malfunction.